Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, this product is to be handled by (B)(4) ab¿s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). Additional information will be provided once the investigation conclusions are available.

Event description:
Patient had developed bilateral deep tissue on forehead and cheeks. Injuries developed within 12-18 hours while the patient was in prone position. There was no product failure.

Manufacturer narrative:
A patient had developed bilateral mid-forehead deep tissue injuries while being in prone position using rotoprone bed. According to the customer, injuries developed within 12-18 hours while in the prone position. Face was padded with face pack, as well as additional prophylactic foam dressings across the forehead and cheeks. The head pack was placed appropriately. Patient was in reverse trendelenburg and rotating. The patient was fit and not malnourished. Patient treatment included barrier cream (aloe vesta). After the event, an arjo critical care educator and arjo account manager met with the customer to additionally reviewed measures that can be implemented in order to reduce skin breakdown. The rotoprone bed is used to help address potentially life-threatening conditions however, the proning itself may present risk of serious injury such as skin breakdown. The bed is not intended to prevent skin breakdown but to treat complication associated with immobility. There was no product failure, that could contribute to pressure injury. The bed was quality control checked pre and post placement and no discrepancies were identified on both occasions. Product instruction for use (IFU) contains information that "proning itself may present inherent risk of serious injury", such as skin breakdown and to ¿assess skin at frequent intervals depending on patient condition (at least once every four hours).¿ in case bed is in prone position for more than 3 hours and 15 minutes, the alarm will be activated to warn that maximum recommended prone time was exceeded. As per IFU corrective action involves ¿return patient to supine position to assess the skin at frequent intervals. If patient remains in prone position in excess of this time, patient may be at risk of skin breakdown or other complications. Always follow physicians orders for prone time.¿ the above constitute only recommendation and will not replace a clinician assessment. The therapy depends on patient 's medical condition. To sum up, the rotoprone therapy system was used for patient treatment at the time of event and thus played a role in the incident. The bed did not failed to meet its performance specification. This event is deemed reportable due to serious injury sustained by the patient.